Event description:
No additional information was received.

Manufacturer narrative:
Based on the results of the investigation and because the device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during pre-cleaning, the forceps/irrigation plug was not immersed in detergent solution before disassembly. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.